Manufacturer narrative:
Date of event: used the first date of the month of aware date as no information was provided.

Event description:
It was reported that stent migration occurred. The patient presented with an injury and a computerized tomography (CT) was performed which revealed a stent in the lower ventricle chamber (lvc). It was noted that a wallstent was implanted months prior. No patient complications were reported and the patient was due for a follow-up.